Event description:
It was reported that: "revised a bi-polar component and femoral head, converted to a total hip, pt had arthritis."

Manufacturer narrative:
Packaging insert, complaint history review. Eval summary - no devices were returned and no lot codes reported. X-rays, clinical, and medical records were requested but not provided. The limited info provided indicated that the revision occurred due to clinical factors relating to the condition of the pt's bone quality and age of implantation. The pt was reported to have had the devices implanted as a first revision 16 years ago and has developed arthritis requiring a total hip arthroplasty. The adverse effects section of the latest revision of packaging insert states that "while the expected life of total hip replacement components is difficult to estimate, it is finite ... The components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone." And "adverse effect may necessitate reoperation, revision, arthrodesis of the involved joint, girdlestone and/or amputation of the limb." The product experience reporting database shows that there have been similar reported events related to revision of the uhr-xx-xx family in relation to arthritis, but no trends are noted.